Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod between 4 and 24 hours. The pod reportedly detached from the abdomen, causing the cannula to dislodge. Additionally, leaking at the pod site was reported. Treatment details were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s926usqs4cza1 hardware: sm-s926u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was returned fully deployed. No damages or defects were observed that could contribute to the reported cannula dislodging. The cause of the reported cannula dislodging could not be determined. No damages or defects to components of the fluid path were observed. A leak test was performed and no leakages were observed. No problem was found. The pod was returned with the adhesive pad fully attached. No damages or defects to the adhesive pad or welds were observed that could contribute to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.